Event description:
Caller reported an issue of not seeing insulin drops at the end of the tubing during the fill tubing step of the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. Reportedly, customer technical services guided customer through filling and loading a new cartridge and the call was disconnected. No additional information was provided.